Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported hat during a laparoscopic colectomy procedure the tissue pad came off of the device during use. The pad did fall into the patient but the surgeon removed it with his hand manually. They completed the procedure with a new like device. There was no patient consequence reported. The device was discarded at the account.